Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the reservoir had an air bubble. The insulin pump was not rewound with the reservoir in place and the insulin was stored at room temperature. The customer did not know the blood glucose reading. The customer declined further troubleshooting.